Event description:
On july 31, 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was displaying the `apply sample' icon and the test would not start after sample application. The medical affairs specialist (mas) spoke with the patient's wife to obtain and verify information. In 2006 at 11:00 pm, the patient obtained the `apply sample' icon during testing, and the test would not start after the blood sample was applied to the test strip. The patient was unable to obtain a blood glucose reading. This was the first time this had occurred; the patient had been able to successfully test his blood glucose level earlier in the day. The reporter was unable to provide specific results. At that time, the patient was experiencing the symptom of dizziness. The patient took no action following the use of the meter. The patient's wife contacted emergency services. The paramedics obtained a low blood glucose reading, specific result unknown, and treated the patient with intravenous glucose. The patient passed out when the paramedic was starting the intravenous line. The patient was transported to the emergency room, where he continued his intravenous glucose treatment, and was discharged five hours later. On the day of the event, the patient had taken his normal meals and medications. The patient takes oral diabetes medications, names and doses unknown. The patient takes many medications for diabetes, cancer and hypertension. The patient had not been ill that day; the physician is not certain why the patient became hypoglycemic. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient's testing technique was correct. The `apply sample' issue was resolved with troubleshooting and the use of new test strips. The meter, test strips and control solution were replaced. While symptomatic, the patient was unable to obtain a blood glucose reading because the test would not start on the meter. The wife waited until emergency medical services arrived and provided treatment with glucose. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.